Event description:
Additional information received indicated that the patient's pacemaker and right ventricular (rv) lead exhibited intermittent capture and noise. No changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited loss of ventricular capture with no evoked response noted with the ventricular paced events and the backup paces associated after two consecutive loss of capture. No changes or intervention were reported. There were no patient consequences.